Event description:
Jaw broke off when cutting a tendon during surgery. It is unknown if broken jaw was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Defect was confirmed - lower section of jaw broken / missing. Unit visually inspected upper remaining section of jaw tip part number (B)(4) found to have customer induced damage to teeth (deform teeth rolled / bent). Cause of failure determined to be customer induced failure - excessive pressure used on device causing upper jaw teeth to deform and ultimately cause lower jaw section to fatigue and break. No further investigation is warranted at this time. (B)(4).